Event description:
This solicited device case from japan was received on 17-mar-2014 via an abstract. Literature reference: unk. Study article: unsponsored study involving seprafilm. This case involves four pts of unspecified age who experienced strangulation ileus whilst receiving treatment with seprafilm. No medical history, past drugs, concurrent condition and concomitant medications were reported. On an unk date, the pts initiated treatment with seprafilm (dose, frequency, route, formation, batch/lot number and expiration date not reported) for postoperative adhesion. On an unk date, the pts underwent elective surgery for gastrointestinal cancer. On an unk date, after unk latency period, the pts experienced strangulation ileus. It was reported that the pts underwent enhanced contrast computed tomogram (CT) and there was a delay in diagnosis which resulted enterotomy. Corrective treatment: surgery outcome: unk. Reporter causality: possible. Company causality: associated. Seriousness criterion: pt required surgery.